Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified while based on the analysis, the alleged cgm graph and touch screen issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the pump touch screen was cracked and unreadable. It was also reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.